Event description:
It was reported that the customer received a no delivery alarm as well as a battery out limit alarm on the insulin pump. The customer stated that the insulin pump had been without a battery in it for a while and that he needed to reset the date and time. The customer was also hospitalized (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was around 800 mg/dl. The paramedics were called because the customer had run out of supplies. It was stated that the customer may have had diabetic ketoacidosis and that he was treated with an insulin drip at the hospital. Troubleshooting for the no delivery alarm could not be done because the alarm had been resolved by a complete set change and the insulin pump was not present at the time of the call. Explained that the battery out limit alarm was normal insulin pump behavior given the situation. Advised to call back if the no delivery alarm recurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.